Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The light guide lens was cracked two (2) times. The bending section cover glue was cracked on both sides. The bending section had water invasion. The grip, scope cover, and scope connector were wet. There was corrosion on the body control unit chain. The labeling was peeling. The plastic distal end cover insulation had deep dents and scratches. The insertion tube insulation did not meet standard value. The switch did not function. The angulation down and right were low. The right/left control knob movement had play. The insertion tube and light guide tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the evis exera iii colonovideoscope presented a b30 scope communication error message and an e315 error message (no image). The intended procedure was completed with another device with no surgical delay. No other device had any issues and there were no other issues. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to the following device handling, water invaded the scope connector, the electrical components were broken, and error message was displayed. The connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. The following is included in the instructions for use (IFU) and may have helped prevent the event: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.